Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) inspected the drawer and found a potentially partially loose connection. The connection was reseated, and the drawer came back on the bus. Then fse proactively replaced the power management controller board. All relevant tests were successfully passed in hardware test application. The customer was able to access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on the bus. The customer stated that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.